Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of prior to disinfection emboguard device identified damage to the balloon. No kink or other damage was observed on the shaft, and it was confirmed that all joints were correctly assembled and there was no damage. The check of the minimum inner diameter of the emboguard device confirmed that the ball gauge can pass through the entire shaft without resistance and that the minimum inner diameter is within the specification. Since it was reported that there were no abnormalities in the balloon during the preparation stage of the procedure, balloon damage may have occurred during the procedure. From the linear scar around the balloon injury confirmed by magnified observation, it is possible that some coarse substance came into contact with the balloon area. The doctor reported that the patient had tandem and had calcification in the blood vessels. The cause of the balloon failure may be calcification, but this investigation could not determine the cause. The cause of the reported event could not be identified, but the instructions for use (IFU) contain the following precautions: avoid use of the device in calcified or stented vessels as this may result in balloon/device damage. To avoid balloon damage, minimize catheter movement during balloon inflation & while inflated. Ensure the balloon is fully deflated before insertion into the introducer sheath. With the information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A review of manufacturing documentation associated with this lot (9840110) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d4: primary UDI number: the manufacturing date of the device is currently not available. Therefore, the full UDI is currently not available. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is currently not available. Therefore, the full UDI is currently not available. A review of the manufacturing documentation associated with this lot (9840110) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable).. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke (ais), the devices were used in accordance with their respective instructions for use (ifus). The 85cm emboguard 87 balloon guide catheter (bgc) (bg8785u / 9840110) was prepped without issue; it was dilated outside of the patient¿s body. After placing the emboguard in the internal carotid artery (ica), the emboguard was also dilated without any problems. Subsequently, the 125cm cereglide 71 intermediate catheter (nic71125c / 31395151) was inserted into the emboguard, and resistance was encountered, making insertion difficult. The cereglide 71 was replaced with another cereglide 71 and the replacement cereglide passed through the emboguard without any issues. When the emboguard was dilated during the thrombectomy, contrast media was observed accumulating at the tip of the emboguard, indicating that the emboguard had ruptured. It was reported that the procedure was continued without replacing the catheters and the procedure was successfully completed. Continuous flush was maintained during the procedure. There was no negative impact on the patient. Per the physician who was observing the procedure, regarding the emboguard bgc, ¿this was a tandem case and since calcification was observed in the internal carotid artery, there is a possibility that interference with the emboguard led to the rupture.¿ the reason why the first cereglide 71 catheter did not enter the emboguard cannot be identified, but after the procedure, the device was inspected, and it was observed that a part of the cereglide 71 was found to be crushed. On (B)(6) 2025 additional information received indicated that, ¿the cereglide 71 was replaced when resistance was encountered.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-aug-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-sep-2025. This MDR submission also includes the complete primary UDI number and the device manufacture date. [Additional information]: on 25-sep-2025, additional information was received. Per the information, the target vessel / location of the occlusion was the internal carotid artery (ica). There was no excessive vessel tortuosity. The information indicated that the emboguard was inflated two times (the first inflation during preparation, and the second inflation in the patient¿s body). The cereglide 71 was replaced when resistance was encountered. The replacement cereglide 71intermediate catheter was from a different lot number. The procedure was completed with the original emboguard balloon catheter and the second (replacement) cereglide 71. There was no clinically significant delay in the procedure. No additional information is available. Updated sections: b.4, d.4, g.3, g.6, h.2, h.4, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.